Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation for this report; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. However, a sample was sent for report 6000001-2011-22566; and a leak test was performed. During the test it was confirmed that there was a leak on the connection sealing in the sample. The cause of this condition was not identified. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of an eva bag in which when the bag was filled, it was realized that during the integrity test, the bags presented leakage. The location of the leak is in the injection site. This was noticed before usage; therefore, there was no patient involvement or medical intervention necessary. No additional information is available.